Manufacturer narrative:
The company rep observed a significant volume of fluid damage in the iabp. Unable to determine if the fluid was water or saline. The company rep replaced all the contaminated parts. The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that while the iabp was in use on a pt, the iabp shutdown. The pt was not switched to another iabp and therapy was continued. No pt injury was reported. Upon troubleshooting with the company rep over the phone, it was determined that the iabp had been exposed to a large volume of fluid resulting in the shutdown.